Event description:
It was reported that a right ventricular (rv) lead exhibited a high, out of range (oor) shock impedance measurement. Lead integrity testing will be performed at the next follow up appointment. Additional information has been requested, but not yet received. At this time, the lead remains implanted and in service. The patient was stable with no adverse consequences.